Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks for supraventricular tachycardia (svt) resulting in exhaustion of tachycardia therapy. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. Programming changes were made. This product remains implanted and in service.